Event description:
The customer tested his blood glucose using 2 different contour meters. One meter read 112 mg/dl, while the other read 11 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.